Event description:
It was reported that the atrial lead exhibited noise resulting in auto mode switch episodes. The noise could be reproduced with provocative testing and pocket manipulation. The device was reprogrammed. The noise was not reproducible following reprogramming. The patient was in good condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.